Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing thresholds. The physician tried to reposition the lead. However, due to the patient's anatomy, the physician decided to use a new lead instead. Additional information indicated that the high pacing threshold was attributed to the patient's condition. The lead was explanted. No additional adverse patient effects were reported.